Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reported conditions were due to a defective integrated circuit.

Event description:
It was reported that pulse generator interrogation alerted that the device was at elective replacement indicator, although battery data displayed as 2.84 v, less than 1 kohms and a magnet rate of 98.5 beats per minute. Loss of capture and less than 200 ohms impedance were also noted. The alerts were cleared and the battery remeasured at 2.82 v, less than 1 kohms, 98.5 beats per minute with 2.75-9 years remaining longevity. The device was explanted and replaced.